Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the customer reported issue was not able to be duplicated. Device evaluation noted image test and check found normal and unable to duplicate the "blurry " issue however, low angulation, play on the control knob movement and crack on the light guide lens were observed on the device. Additionally, objective lens peeling on the cement was noted. Dents on d/e (distal end) plastic cover was observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "blurring", blurry image observed on the device. The issue found during preparation for use. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was unable to be duplicated. Therefore, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: 3.8 inspection of the endoscopic system: inspection of the endoscopic image olympus will continue to monitor field performance for this device.